Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery "malfunctioned". The device was not in use on a patient.